Manufacturer narrative:
Per tandem's t:slim user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level as low as 12 mg/dl. Reportedly, the customer had possible overcorrected and delivered too much insulin. Due to low bg, the customer lost balance and fell, fracturing a sinus bone and experiencing a mild concussion. The customer was transported via ambulance to the emergency room (ER), where glucagon was administered for the low bg and fractured sinus bone was treated. Customer was released from the ER approximately 12 hours later in stable condition.